Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. All electrical functions were within spec.

Event description:
It was reported that the lead had to be repositioned several times due to high thresholds. The lead was not used.